Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: b4; b5; d2; g1; g3; g6; h1; h2; h3; h6; h10 h6: proposed component code - mechanical (g04) - stem attempts have been made to gather product ID information and no further info is available no product was returned or pictures provided; visual and dimensional evaluations could not be performed. Medical records were not provided. Part and lot identification are necessary for review of device history records, neither were provided. A definitive root cause cannot be determined. The reported event is unconfirmed. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). E1: full establishment name - (B)(6). G2: foreign - event occurred in the netherlands. G2: literature - macken, a.a., prkic, a., koenraadt-van oost, I. Et al. Can a single question replace patient-reported outcomes in the follow-up of elbow arthroplasty? A validation study. J orthop traumatol 25, 49 (2024). Https://doi.org/10.1186/s10195-024-00790-2. H6: proposed component code - mechanical (g04)- stem. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that approximately three (3) weeks ago, a journal article was retrieved from the journal of orthopaedics and traumatology (2024) that reported a pilot study from the netherlands. The purpose of the study was to assess the correlation between the sev and conventionally used patient reported outcome measures (proms) after elbow arthroplasty. The study reported one patient that developed aseptic loosening and underwent an unknown intervention. Attempts have been made and no further information has been provided.